Event description:
It was reported that the right ventricular (rv) lead was faulty with a lead malfunction. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).